Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review cannot be performed as lot number given by the customer was not found. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that initial shoulder replacement surgery was done on (B)(6) 2010. Hemi arthroplasty revision done on (B)(6) 2012; glenoid reconstruction with allograft humeral head. The stem had loosened with osteolysis distally, 1/3 of glenoid had fragmented, pegs were broken, keel was broken. Pathology: no infection in tissue samples, stem and head were sent for further testing. Elevated c-reactive protein (crp). Foreign body markers +ve. Soft tissue: insufficient subscap.